Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Inappropriate shocks were delivered in more than a single episode. Technical services (ts) reviewed the stored episodes and noted the presence of non-physiologic artifacts, and a shifting baseline. The episodes all occurred with the device programmed to primary sensing vector. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.